Event description:
As reported per the edwards field clinical specialist (fcs), post deployment of the sapien valve, the 24f sheath was removed from the right side without issue and site closed with perclose device. The post angiogram of the right common iliac showed a narrowing in the vessel at the perclose site and a dissection. A cut down of the site was performed and surgical repair was done on the right common iliac artery (no stent or patch). The patient was stable and was sent to the cticu. The minimum luminal diameter was 9mm, with moderate degree of calcification and mild tortuosity.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications which may require intervention are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr). The edwards training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including predilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the access vessel¿s minimum luminal diameter was 9mm, and the vessels were noted to be moderately calcified and mildly tortuous. The cause for the dissection cannot be confirmed. It was reported that it may have been caused during sheath insertion. There was no report of difficulties encountered during sheath insertion. The moderate calcification and mild tortuosity of the patient's access vessels may have contributed to the vascular complication. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.